Event description:
A malfunction was reported on a pump by a caller, which occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level. The malfunction code was reset successfully with guidance from technical support, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appears again and confirmed their understanding.